Manufacturer narrative:
As a part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer informed tac that the units cable was worn and wiggles. The customer used a camera head, light guide connected to the scope. Tac instructed the customer to point the distal end of the scope at a white piece of gauze while holding down the white balance button for 3 to 5 seconds. The customer was able to successfully white balance the scope and was unable to recreate any power issue with the clv-170. The customer was provided information to replace the video and ac power cable. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the user experienced a white balance issue and then heard a couple of beeps before the unit turned off. The customer reported that the patient was taken to another room. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 6 years have passed since the product was manufactured, it is likely that the power supply unit deteriorated and caused a temporary malfunction. It is also likely that the cause was a temporary overcurrent flowing to the device due to fluctuations in the power supply voltage.